Manufacturer narrative:
(B)(6) 2016 - received the manufacture date and evaluation codes.

Manufacturer narrative:
(B)(4) 2016 - based on the analysis, it was decided to report this to the FDA. Upon receipt, the lead was found dissected. All parts of the lead were received. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The analysis of the lead demonstrated a rubbed through insulation in the distal part of the lead. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was damaged while extracting the ra lead due to a possible fracture. This lead was functioning normally prior to the removal of the ra lead. There are no complaints associated with the functionality of this device. Should additional information be received, this file will be updated 4/12/16 - based on the analysis, it was decided to report this to the FDA.